Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the manual circular staplers have a sterility breach in the packaging. Water damage to shipping containers and outside box at least. Inner packaging might also be damaged. There were no patient consequences reported.